Manufacturer narrative:
The reported 4.3mm x 24mm low profile hexalobe screw was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the 4.3mm x 24mm low profile hexalobe screw (part number 3011-43024-s) batch/lot number is unknown. Based on the information received, the root cause could not be determined.

Event description:
(Report 2 of 3). It was reported during surgery that when the surgeon tried to remove implanted polarusâ® 3 locking nail 240mm with a polarusâ® 3 long t15 hexalobe driver, one of the low profile hexalobe screws was stripped. Both the nail and the screw could not be removed, therefore remain in the patient's body. The surgery was completed with no delay. No other patient consequences were reported. It was also reported it was undecided whether to remove them by reoperation or leave them as they are. The primary surgery was about 5 years ago, but the specific date is unknown. There are 3 related report numbers for this event 3025141-2024-00723 - 3025141-2024-00725.